Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs had scale marking issues. The following information was provided by the initial reporter: material no. 328411 batch, no. 9322653. It was reported that consumer is having a hard time reading the scale markings. Verbatim: from phone call on (B)(6) 2020 17:01:29: consumer called back reported having a hard time reading the scale marking that are black with the black stopper. Unless outside with proper lighting. Calling back with this case number looking for resolution to this problem. Gets supplies from va.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9322653. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200852472] noted for missing print. There was one (1) notification [200852729] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs had scale marking issues. The following information was provided by the initial reporter: material no. 328411, batch no. 9322653. It was reported that consumer is having a hard time reading the scale markings. Verbatim: from phone call on 2020-10-27 17:01:29: consumer called back reported having a hard time reading the scale marking that are black with the black stopper. Unless outside with proper lighting. Calling back with this case number looking for resolution to this problem. Gets supplies from va.